Event description:
According to the claim, an endo gia stapler was used during an lavh with bilateral salpingo-oophorectomy and modified mccall culdoplasty. Reportedly, the cartridge disengaged and fell into the pt's cavity. The cartridge was not removed at this time. Twelve months post-operatively, the cartridge was located by MRI. A second operation was performed in 2003 to remove the cartridge. Pt status unk at this time.